Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), a non-penumbra sheath (7f), and guidewires. Three passes were completed using the cat7. It was reported that the physician was unable to advance a guidewire through the cat7. While removing the cat7 from the patient, the distal end of the cat7 was noted to be kinked. After removal, the distal end of the cat7 was found to be fractured, with the fractured segment of the cat7 within the sheath. The fractured segment was removed successfully with a snare device along with the sheath. The procedure was completed using a new cat7 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.